Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found an external insulation abrasion breaching the ring electrode- re cables lumen at 13.9 cm to 14.2 cm from the connector pin consistent with lead friction to the ICD can. An external insulation abrasion breaching the ring electrode and superior vena cava cables - svc cables lumen due to friction to another device or feature of the heart was noted at 29.1 cm to 29.9 cm from the distal tip. The etfe coating was intact and the inner coil was not exposed in these abrasion regions. An internal insulation and explant damage breaching re cables lumen was noted at 26.6 cm to 27.7 cm from the distal tip. One re cable etfe coating was damaged, the damage was consistent with the surgical procedure.

Event description:
This report is to advise of an event observed during analysis.